Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for left atrial flutter with a thermocool smart touch bidirectional sf catheter and passed away. On (B)(6) 2016, the patient underwent the ablation procedure, which the physician reported as unremarkable. No complications were reported. On or about (B)(6) 2016, the patient expired for unknown reasons. Resuscitation was attempted, but was unsuccessful. The physician¿s opinion is that the death was caused by the patient¿s condition, and noted that he did not believe it was a result of the procedure. The patient was suffering from renal failure, and had a low ejection fraction.